Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during procedure, stealth 360 peripheral orbital atherectomy device (oad) was used to treat calcified proximal anterior tibial artery from pedal access. After two to three treatments, the oad was heard bogging down. The oad was removed and a small perforation was observed. A balloon was inflated to tamponade the perforation. Perforation was resolved after the balloon was inflated for two minutes. The patient was stable.

Event description:
It was reported that during procedure, stealth 360 peripheral orbital atherectomy device (oad) was used to treat calcified proximal anterior tibial artery from pedal access. After two to three treatments, the oad was heard bogging down. The oad was removed and a small perforation was observed. A balloon was inflated to tamponade the perforation. Perforation was resolved after the balloon was inflated for two minutes. The patient was stable.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported perforation of vessels and unexpected shutdown resulting in unexpected medical intervention appears to be related to operational context. In this case it is possible that the reported perforation of vessels and unexpected shutdown resulting in unexpected medical intervention is due to use technique of the oad or use in a small or tortuous vessel. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions) and h11.